Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. Sections of the sewing ring appeared discolored showing evidence of blood contact. Two broken stitches were observed along the inflow rail which caused the sewing cuff flange to open. The stiches in the open section appeared to have been missing. Manufacturing back stitch needle holes were observed. The stitching and back stitching appeared to be within specifications. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and orifices appeared to be intact with no evidence of damage. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. While a conclusive cause of the damage could not be determined, based on the analysis, evidence indicated that the stitches in the open section existed at one point and were removed or damaged. Exactly when and how the damage occurred cannot be determined; however, per manufacturing procedure, each valve is inspected for damage (including sewing cuff). This valve passed the inspection prior to release for distribution.

Manufacturer narrative:
Product analysis: the return of the device is anticipated; however, it has not yet been returned. Conclusion: upon analysis of the device and completion of investigation, a supplemental will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during suturing of this mechanical valve, the physician identified a gap between the suture ring and the valve frame. In order to avoid paravalvular leak (pvl), the device was explanted and replaced. The physician believes this was a product issue, and the device was not inspected prior to use. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.